Event description:
Rn last saw patient at normal state at 1700. Rn and cna had changed patient brief offered urinal and dressed patient for discharge to rehab. Rehab pick up scheduled for 1700. At 1715 rn walks by room and finds patient on floor with large lump on left forehead. Neuro/vitals normal. Patient initially states "I don't know what happened", when reassessed patient states "it was a slow controlled fall im okay, I just rolled off". Patient denies need for bathroom, denies trying to get out of bed on his own. Patient immediately sent for stat head CT.